Event description:
This is filed to report the single leaflet device attachment/slda. It was reported via a research article that discusses a one patient case in which two clips were implanted in july 2020 (date not provided), reducing severe mitral regurgitation (mr). In september 2020 (date not provided), the patient was hospitalized with shortness of breath, pulmonary hypertension and acute left-sided heart failure symptoms. Transthoracic echocardiogram revealed one clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The other clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda).mr increased to 4+. An anterior leaflet prolapse, and chordal rupture were observed. Medication was given, however the patient developed low cardiac output syndrome and an intra-aortic balloon pump (iabp) was inserted for treatment. Mitral valve replacement was performed, a mechanical prosthetic valve was implanted. The article concluded that re-do mitral surgery is a potential alternative to open-heart surgery without compromise of quality. Details are listed in the article, titled ¿totally thoracoscopic redo mitral valve replacement for a high-risk patient following failed mitraclip procedure.¿

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. Date of explant - estimated. The clip was explanted and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted/explanted clip is captured under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effects of mitral regurgitation (mr), dyspnea, unspecified tissue injury, hypertension and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. The recurrent mr, dyspnea, unspecified tissue injury, hypertension and heart failure appear to be related to the slda. The reported medication required, hospitalization, unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.